Event description:
Pt called stating "midline broke" on arrival. Middle was found broken 1 cm above hub - internal portion was out of insertion site 3cm and anchored with hubguard. Removed easily- measured to ensure entire catheter remained. Replaced with peripheral line as pt has only 3 doses left of therapy course.